Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer receives system error 133.6080 on 8015 (s/n (B)(4)), at power up. Failure device type: failure problem type: failure mode: case resolution: customer receives system error 133.6080 on 8015 (s/n (B)(4)), at power up. Explained problematic fault to the back-up speaker. No battery issues reported of concern. Informed customer to plug device in for a couple of hours, and see if error still occurs. Customer to repair/replace the back-up speaker. Customer will call back, if any further concerns need to be addressed. End call.